Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Hardware low level failures confirmed in pump trace download (variable 3) due to a broken trace at u1 keypad assembly.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm. The customer's blood glucose level was unknown. Customer states that they were unable to clear the alarms. Customer was unable to rewind the insulin pump and self test was performed and pump error was occurred. The customer was advised to discontinue the use of the insulin pump and to revert to the back up plan. The insulin pump will be returned for analysis.